Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pump displayed a "pressure too high" error, and the catheter could not be irrigated properly. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Prior to ablation, the pump alerted with a "pressure too high error" and it was observed that the catheter was not flushing properly. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav stablepoint open-irrigated catheter was visually inspected, and no anomalies were observed. During flow testing, the device was connected to a metriq pump and was purged at 60ml/min, and it was found that all six irrigation ports flow freely. Additionally, the pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any error or pump messages. With all available information, the reported events of catheter difficult to irrigate and pump device displays error message could not be confirmed as these complaints were not able to be reproduced and the device presented with no issues.

Event description:
It was reported that the pump displayed a "pressure too high" error, and the catheter could not be irrigated properly. During an ablation procedure, an intellanav stable point open-irrigated catheter was selected for use. Prior to ablation, the pump alerted with a "pressure too high error" and it was observed that the catheter was not flushing properly. The device was replaced, and the procedure was completed successfully without patient complications. The device has been received and analyzed.